Manufacturer narrative:
Boston scientific received additional information. This lead was explanted and replaced. The lead damage was believed to be caused by the patient's mechanical tricuspid valve. The explanted lead was discarded by the hospital and will not be returned for laboratory analysis. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented for a device check after reporting symptoms; the patient felt an abnormal, current-like sensation. The shock impedance measurement was found to be greater than 200 ohms in all shock configurations. The pacing impedance, r-wave, and threshold values were all normal. Also, some noise was observed on the rv and shock channels when performing arm movements. No inappropriate therapy was delivered. An x-ray was performed and the physician requested additional information from boston scientific's technical services department to determine if the lead should be replaced. No adverse patient effects were reported.